Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.  Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of severe spinal stenosis with instability at l3-4 and l4-5 and underwent following procedure : 1. L3 to l5 posterior lateral spinal fusion. 2. L3 to l5 posterior instrumentation. Titanium screws with x10 cross links. 3. Right iliac crest graft combined with a large bmp kit. During the procedure, ¿ .. Decompression was carried out l3-4, the plugs were then sheared off, crosslink was placed as plugs were sheared off. Simultaneous to the decompression, the autograft had been with a bmp sponge .. More autograft was placed from l3 to l5 on the transverse process. They had been decorticated followed by the bmp autograft combination. ¿ the patient sustained the procedure well. (B)(6) 2011, the patient presented with pre-op diagnosis of severe degeneration l2-l3, l3-l4 above l4-l6 fusion and underwent following procedure: 1. Hardware removal l4-s1. 2. Explore fusion, found to be solid. 3. Posterior fusion l2-l4. 4. Re-instrument l2-l4 with posterior instrumentation exiting cross-links. 5. Left iliac crest bone graft supplemented with local bone graft and a large bmp kit. Per op notes, ¿ .. The bone graft was taken from the decompression, was morselized. A bmp sponge placed on both sides from l4 to l2. We had a fair amount of bone when we put it altogether. Rods were placed x2, plugs x6, compression was carried out, and the plugs were sheared off. Cross-link was placed. Its plugs were sheared off, center cross-link tightened. Ap and lateral x-ray did show the screws to be in good position. Now that everything was completed, everything was double checked. The bone graft was placed. The screws were sheared off, the cross-link was tightened, everything was satisfactory. ¿ (B)(6) 2012, the patient presented with pre-op diagnosis of pseudoarthrosis with adjacent level degeneration and underwent following procedure : 1. Hardware removal, l 1, l2, l3. 2. Explored the fusion; found to have a definitive non-union at l 1-l2 with loose instrumentation possibly l2-l3. 3. Re-instrumentation from t12-l3. 4. Re-fusion from t12-l3. 5. Local bone graft applied with a large bmp kit and local bone graft and allograft. During the procedure, ¿..at crosslink, the plugs were removed , followed by the center locking nut was removed. We removed plugs x6 and the upper screws were indeed loose and surgeon basically extracted them with finger. All screws at l2 and l3 were removed. There was florid pseudoarthrosis at l1-l2, and perhaps medially at l2-l3 but there was some bone formed here so, at best, it was a minimally unstable pseudo. The surgeon cleaned the old screw hole out, first on the right side. The walls were intact, so we tapped it and put a 6.5 x 40 millimeters screw; we had removed a 5.5. At l2, the surgeons placed a similar 6.5 x 40 millimeter screw. At l1, surgeons placed a 5.5 screw and had good purchase. The screw had backed out, and the surgeons were able to put in a 40 millimeter screw which had good purchase in the body. Then, because the surgeon felt that he had poor purchase, they moved up to the transverse process of t12. The pedicle was identified, probed, and then tapped, and a 5.5 x 35 millimeter screw was placed with a very good purchase. Emg stimulation was satisfactory. The surgeons were able to palpate the walls, but this lady has very small pedicles so we knew that there were sclerotic rents, probably had some thread perforation which would be inconsequential; therefore, they all stimulated greater than 10, with the l2 on the left being about 12. The surgeons repeated this, placing the screws on the left side, and their stimulation was fine. Ap and lateral x-ray showed good position of the screws. The surgeons dropped the bed in lordosis. Rods were placed x2, plugs x4, and we lordosed the spine as best possible with mild compression. The surgeons took a graft on structured allograft along with allograft chips and a large bmp kit, and this was placed in the lateral gutters extending from t12 down through l3. .¿ the patient sustained the procedure. (B)(6) 2012, the patient presented with pre-op diagnosis of nonunion at the top end of her construct between l 1 and l2 status post previous posterior spinal fusion t12 down through l4. The patient underwent following procedure : 1. Left t11 thoracotomy. 2. T12-l1 and l1-l2 anterior interbody fusions. 3. T12-l1 and l1-l2 primary cage placement 12 millimeters x 8 degrees at both levels. 4. Local rib graft combined with a small bmp kit. 5. Chest tube placement left. Per op notes, ¿..then took the rib and morselized it. It was placed into the perimeter cage 12 x 12 medium 12 millimeters x 8 degrees and supplemented with a 2 milligram dose of bmp. This was then impacted in the disc space at l1-l2, and was recessed approximately, 4 to 5 millimeters. The surgeons then moved to the disc at t12-l1 previously prepared in a similar fashion. The same size cage and bone grafting combination was used here. It was placed into the disc space and subsided approximately 2 millimeters, i.e. Recessed . The patient tolerated the procedure well.¿ patient alleges unspecified injury due to the use of rhbmp-2.